Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 30 mmol/ l. The customer reported insulin pump delivered too slow and high blood glucose gone to hospital. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. It was unknown if the customer using the insulin pump in 48 hours of the reported event. No further patient complications were reported. Mmt-754wws was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0874 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. Then the pump was programmed with multiple basal profile and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. Delivery anomaly not confirmed. Bolus anomaly not confirmed. Basal anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads and broken belt clip slot. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below when reviewing the history download file. The pump was stored for an extended period without a battery. The pump was able to download the pump history file, but it was corrupted. There was multiple a47 alarm in the pump history due to corrupted history file. There was no data available in jan-2024 in the pump history file. Unable to verify bolus delivery, source of boluses delivered, daily insulin total and any alarms/suspends for event date 29-jan-2024 in the pump history file due to no data available. Unable to perform the history review 1 week prior to the event date 29-jan-2024 in the pump history file due to no data available. The pump passed the functional testing. Unable to confirm alleged high bgs. Delivery anomaly not confirmed. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.